Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable low ise indirect na, k, cl for gen.2 results from a cobas 6000 c (501) module that would repeat normal. The customer stated that 15 out of 40 patient samples gave erroneous results that they considered clinically significant. The customer provided the sodium result from 1 patient that was a reportable malfunction. The initial sodium result was 104 mmol/l with a repeat result of 136 mmol/l. Repeat testing was performed on another cobas c501. The erroneous result was not released outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot and expiration date information was not provided. The customer stated that the issue has been resolved following activities they performed. The sample probe, sipper nozzle, and the pinch tubing was changed. An ion selective electrode (ise) check and precision testing was performed with acceptable results.

Manufacturer narrative:
Further investigation confirmed that the service activities performed by the customer resolved the issue. These maintenance activities should have been performed by the customer previously, but were not.